Manufacturer narrative:
The insulin pump received with broken off end cap, minor scratched display window, cracked reservoir tube lip. The insulin pump was unable to verify prime alarm due to broken offend cap.

Event description:
It was reported that the customer's insulin pump had a crack at the opposite end of the reservoir. The customer stated that the damage occurred when he dropped the insulin pump. The customer stated that the tubing had gotten cut by the door, pull the insulin pump off. The customer's blood glucose was 150 mg/dl. The customer also received a compromised force sensor system alarm. Troubleshooting was done. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.